Event description:
It was reported that during a laparoscopic hysterectomy procedure, the jaw broke as the closing trigger of the device was closed. It was not reported how the procedure was completed. There was no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 12/12/2008 information anticipated, but unavailable at this time.